Manufacturer narrative:
(B)(4).

Event description:
A volume discrepancy was reported with the actual residual volume being greater than the expected residual volume. Per the reporter, 9 mls was found in the pump at the refill yesterday. The expected residual volume was not provided. About one year ago, the patient experienced "pain over-ride." The increased pain resulted in the need for oral meds. The patient attributed the increased pain level to weather changes and activity. There was no MRI or trauma. The pump was used to deliver hydromorphone. Additional information has been requested. A follow-up report will be sent if additional information becomes available.